Event description:
It was reported that via phone call that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer's blood glucose during hospitalization was between 500mg/dl-600mg/dl. The customer stated they had nausea, sleepiness, dizziness and blurry vision. The customer was treated with insulin and IV. Prior to hospitalization the customer stated that she was unable to get her sugars down and after hospitalization customer changed infusion set and then realized it had a leak. Customer was unable to complete carelink upload and unable to troubleshoot high blood glucose due to pump being lost.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to infusion sets leaking, and unknown blood glucose levels at the time of the incident. The customer was using recalled sets at the time of the incident. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not want to wait on hold. The insulin pump will not be returned for analysis.